Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and battery cap cracked/damage. Customer's blood glucose at time of incident was 136 mg/dl. Customer was explained the possible cause of blank display. Customer doesn't have a new aaa alkaline battery to test with pump. Customer was advised that we will ship a replacement battery cap. Customer was advised to insert new aaa alkaline battery as soon as possible and if display did not return revert to backup plan until replacement arrives.